Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. Us complainant reported an impella rp was opened and upon insertion, the sheath was kinked and front cage on the impella was bent. The pump removed and new one inserted. The next impella rp was placed and impella shaft twisted on itself, and the shaft was kinked and unable to cross. A new impella rp was opened, and pump insertion was successful.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.